Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had no flow from the main air/water system; it had a blocked air channel. The issue was found during reprocessing for a diagnostic esophagogastroduodenoscopy (egd) procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The customer confirmed that the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was that adhered to the nozzle. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with air and water and the nozzle was cleaned with lint-free cloths/brushes/sponges. The air/water nozzle was also flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing, and there were no concerns about the reprocessing. In addition, the device evaluation found the following; multiple dents on the insertion tube; there was fluid inside the light guide lens and peeling glue; the control body had a customer barcode; and there was a cut on the camera switch #1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign material inside of the nozzle. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.